Manufacturer narrative:
The stored egms were reviewed and there was noise indicative of a lead anomaly. The reset and inappropriate therapy delivery appeared to be caused by a lead anomaly.

Event description:
The patient presented to the hospital with chest pain and several inappropriate shocks. The physician tried to interrogate the device but found the device in backup vvi. The device was explanted. During the procedure, the rv lead showed high hv lead impedance and oversensing. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.